Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) a pvc-free administration set in which a separation was observed. According to the report, the leak was observed between the luer lock and the tubing. The event occurred at the end of infusion of taxol as the staff member was disconnecting the set. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a separation between the tubing and the drip chamber. A traction test was performed and no defect was observed. The reported condition was confirmed. No root cause was determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.